Manufacturer narrative:
Additional information: he device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. The reported issue was verified during visual inspection, revealing that the device presented the f-38 alarm. The f-38 alarm was caused by damaged force sensing resistors. The action taken was to replace the tube misleading sensor. A low battery was also discovered and the battery was charged. The product was serviced to meet specifications. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.